Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported their screen was foggy. Customer was able to clear the motor error alarm and rewind their insulin pump, but the alarm would recur. The customer's blood glucose was 216 mg/dl at the time of incident. Customer also could not recall dropping or bumping their insulin pump. There were no cracks present on the insulin pump. Customer also reported they were unable to read the insulin pump's screen due to the moisture damage. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to moisture damage on the electronic assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners. Unable to confirm the motor error alarms due to the keypad anomaly. However, corrosion on the motor home switch was noted.